Event description:
A medwatch (mw5165899) has been received where the customer reports specific pod lot# l72506 is unable to recognize command states (i.e. Continuing to give insulin when delivery is suspended). Additionally they allege the logs are not updated in real time and issues with the pods short circuit.

Manufacturer narrative:
The product was requested for return for investigation and was refused by the customer. A review of the lot was conducted and no anomalies were identified, additionally, there are no trends identified in post market data for the reported lot. There is insufficient information to determine/validate the reported event. Attempts to obtain the device have been unsuccessful. Per communications with the hcp, the patient may be using the device off-label and that may contribute to the refusal to return the device for evaluation. If additional information becomes available, or the device is returned, the file will be re-opened.